Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was damaged. Customer's blood glucose was 238 mg/dl. Customer stated the drive support cap on the device was protruded. Customer didn't recall how the damage might have occurred. However, she did state she had experienced high blood glucose due device issues. Customer stated she did push the drive support cap in place but she was disconnected at the time. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.